Event description:
It was reported that post-implant, there were several pacing pauses suggesting inhibition due to right ventricular (rv) lead oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted (B)(6) 2014. (B)(4).